Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, difficulty ambulating and elevated levels of cobalt and chromium. Update 5/20/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the cup was slightly prominent. No labs were provided for the alleged high metal ions. The cup and stem are being added to the complaint. The part numbers are being updated, no lot numbers provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).